Event description:
It was reported by service report that the brake/steer pedals on both ends were upside down. Also, the side rail would not always latch. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.